Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, on the fifth inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the balloon was vertically split in the middle. The procedure was completed with another of the same device. No patient complications were reported and the patient was good post procedure.